Event description:
It was reported that during a bph surgical procedure aiming beam firing forward was noted. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber. Probable root cause: based on the device analysis, the product complaint "aim beam forward firing" could not be confirmed; there is no failure found with the returned product. Based on the available information this event no longer meets the criteria for a reportable event.

Event description:
It was further reported that: the aim beam was showing on the tip of the fiber. 232,602 joules and 28:04 minutes were expended on the reported fiber. The fiber tip was not cleaned during the procedure.